Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead needed to be positioned three or four different times to obtain acceptable measurement. The helix helix was extended and the stylet removed, however, the ra lead dislodged. The ra lead was repositioned, but the helix would not extend after thirty turns of the fixation tool. It was indicated the patient's anatomy was difficulty and a lead fracture was suspected. As a result, the lead was removed and replaced. No adverse patient effects were reported.